Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5154126/5172294.

Event description:
It was reported that the patient experienced inadequate stimulation, discomfort over the legs and the pocket site. The ipg had migrated and was painful when sitting. All components were explanted and discarded per hospital policy.